Event description:
Patient's nurse called in stating monitor continues to prompt service error code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. Returned monitor passed safety but failed isl for high voltage circuit board. The reported service error code occurs when self test detects a problem with the power supply for the high voltage board. The issue does not appear to be occurring at a rate significant enough to take further action. Will continue to trend for future occurrences.